Manufacturer narrative:
Info is unavailable; device was not returned for eval.

Event description:
It was reported that during a colectomy procedure there was an incomplete staple line. During the stapling, only a part was stapled. No staples fell into the pt. The surgeon had to recut in order to restaple the anastomosis. Another like device was used. There was no adverse pt consequence.